Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the last step of the procedure, after the ablation was finished a soundstar catheter was used to check for an effusion. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Inflammation, infection and blood tests were performed. The patient was reported in stable condition after the pericardial drain and was transferred to observation. Patient condition improved. There is no information about the hospitalization. There is no information regarding physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed, the patient had a patent foramen ovale (pfo) which was used to access the left atrium (la). There was no evidence of a steam pop. The flow setting was at 8ml/min for low flow and 15ml/min for high flow. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The force visualization features used were dashboard and vector. The parameters for stability used with the visitag module were surpoint parameters were used: 3mm, 3s, 25% 3grams. No additional filters were used. Ablation index was used prospectively as color option.